Manufacturer narrative:
Related manufacturer report number #2916596-2021-00306. Related manufacturer report number #2916596-2020-03412. No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted (B)(6) 2020 for progression of heart failure symptoms, requiring pharmacotherapy and implantable cardioverter-defibrillator control. The patient previously had a thrombus at the site of the graft-aorta anastomosis which resulted in a temporary lvad dysfunction and that may have contributed to the worsening of right ventricular failure and circulatory decompensation. The event resolved on (B)(6) 2020 when the patient was discharged to home in good, stable condition. The patient most likely had no significant impairment of right ventricle prior to implantation.

Event description:
It was later confirmed that the heart failure symptoms were most likely related to the thrombus in (B)(6) 2020. There were no signs that would suggest a new thrombus formation. The pump worked properly. It was noted that the patient gained weight which could influence physical efficiency.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported right heart failure could not be conclusively determined through this evaluation. The account stated that a thrombus at the site of the graft-aorta anastomosis earlier in the year may have contributed to the patient¿s right heart failure and circulatory decompensation. The account reported that the patient was admitted for progression of heart failure symptoms that required pharmacotherapy and implantable cardioverter defibrillator control. The account reported that a thrombus at the anastomosis site discovered in (B)(6) of 2020 (refer to manufacturer report number #2916596-2020-03412) may have resulted in worsening right ventricular failure and circulatory decompensation. The patient was discharged in a stable condition. The patient remains ongoing on the heartmate 3 left ventricular assist system (lvas) serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The device thrombosis noted by the account was already accounted for in manufacturer report number #2916596-2020-03412; however, section 1 ¿introduction¿ of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including right heart failure and device thrombosis. Section 6 ¿patient care and management¿ states that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. It also lists typical treatment options. This section also provides the recommended anticoagulation regimen, including the international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.